Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted no obvious damage. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the new targeter was unable to recognized by the controller. The procedure was delayed 40 minutes due to there was not a back-up device available and the surgeon has to complete the surgery using free hands to insert the screw. The patient was not affected, recovered well after surgery.